Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center, the reason for repair is unit is alarming. The key failure is sieved beds are saturated. Additional malfunction is power switch, no alarm.